Manufacturer narrative:
This device does not have an expiration date. (B)(4). Device manufacture date: this device was packaged between october 27, 2015 to october 29, 2015. Device evaluation: result - the customer returned (2) bd 1ml, 13mm, 29g safety-lok syringes in sealed blister packs from lot # 5273620. Both returned syringes were examined and no defects were observed on the samples. Both samples were also tested and both syringes were able to properly activate without any observed defects. A review of the device history record was completed for the reported lot and all inspections and challenges were performed per the applicable operations qc specifications. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that after injection, the nurse went to push up the safety mechanism on the suspect device and it came off. No needle stick injury occurred.